Manufacturer narrative:
The reported events of lead noise and low pacing impedance were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to the damage inner insulation consistent with procedural damage. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. The lead impedance could not be tested due to the condition of the lead as received.

Event description:
Additional information received indicated episodes of low pacing impedance were also observed on the right ventricular lead. In addition, the episodes of noise resulting in oversensing resulted in pacing inhibition.

Event description:
Related manufacturer report number: 2017865-2023-93876. During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A revision procedure was performed to replaced the rv lead. During the procedure, insulation damage was noted on the atrial lead. The rv and atrial leads were explanted and replaced to resolve the event. The patient was in stable condition.